Event description:
Newborn infant was ordered IV fluid at 5ml/hour. A sigma spectrum infusion pump was programmed at that rate, however, in the course of 8 hours, approximately 500 mls infused (expected 40 ml) though the infusion pump monitor screen continued to reflect the rate of 5ml/hr. On formal investigation of the device, the door to the IV tubing compartment was noted to be misaligned and ajar.